Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2025. This report summarizes 4 events for the failure: overheating of device. - 3 events had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 4 events were reported for this quarter. Product return status 4 devices were received. Evaluation findings (results/components) 2 devices: lubrication problem identified, overheating problem identified / device ingredient or reagent 1 device: lubrication problem identified, no device problem found / device ingredient or reagent 1 device: no device problem found / part/component/sub-assembly term not applicable product disposition 2 devices: scrapped by stryker 2 devices: archived by stryker additional information 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.